Event description:
The customer reported that an 840 ventilator stopped cycling while in use on a pt. Pt outcome is unk. Multiple attempts to customer have been made with no customer response. Covidien was not authorized to service the device.